Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: ddbb1d4 ICD, implanted: (B)(6) 2013; 5076-52 lead, implanted: (B)(6) 2013; 6935m62 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found down at home with no power to the controller. The patient was hospitalized and the patient's family wished to withdraw care. The cause of death was anoxic brain injury.

Manufacturer narrative:
Product event summary: the controller was not returned for evaluation. Log file analysis revealed that the pump's parameters were within normal operating range for the past 14 days until (B)(6) 2018. Analysis of event log files did not reveal any controller power loss events during the analyzed time period. Analysis of alarm log files did not reveal any alarms during the analyzed time period. As a result, the reported "no power" event could not be confirmed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event information. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the anoxic brain injury was from hypoglycemia.